Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was brought to the hospital by his grandparents due to suspected diabetic ketoacidosis (dka). At the time of the incident, the patient¿s dexcom sensor was not providing any glucose readings and was only displaying the error message ¿brief sensor issue.¿ the reporter was not with the patient when the event occurred and was unable to confirm whether the patient experienced any symptoms. No fingerstick blood glucose check was performed prior to hospital transport. Upon arrival at the emergency room, the patient¿s blood glucose was measured at 600 mg/dl, while the dexcom device continued to show ¿brief sensor issue¿ with no glucose value. The patient was treated with IV insulin drip (exact dosage not available) and admitted for monitoring. On (B)(6) 2026, the patient was discharged from the hospital. The reporter was unable to provide the patient¿s blood glucose reading at the time of discharge but confirmed that the patient was doing well. Another follow up call was made on (B)(6) 2026. The patient stayed overnight at the ER and was discharged on (B)(6) 2026. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.